Event description:
Info rec'd indicates, two of the brake casters continue to swivel after the brake is set.

Manufacturer narrative:
The tech replaced the two brake casters and one caster with a flat spot on the tire.